Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0yq24, implanted: (B)(6) 2015, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3389s-40, lot # va0yq24, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a lead removal due to infection. Troubleshooting included normal infection control. The issue was resolved at the time of report. Please see manufacturer report #3004209178-2015-22135 for information on the patient's concomitant product.

Event description:
Additional information received from a company representative reported the patient would be getting re-implanted in (B)(6).